Event description:
In 2008, the pt reported that he has had to change his infusion site twice because the adhesive did not stick to his body. He stated that he had just taken a shower prior to changing the infusion site and he used alcohol to prepare his skin. He was educated on the "sandwich" method and sent complimentary infusion sets and adhesive dressings. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.